Manufacturer narrative:
There was no patient involvement. If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device; therefore, not explanted. Phone: (B)(4). Device evaluation: product testing could not be performed the cartridges were not return for evaluation. However, photos attached to the complaint (B)(4) were evaluated. They show a tyvek lid identified with lot number ch06526 looking crimped and one 1mtec30 cartridge tray that looks like melted. Based on the photos evaluation the reported issue was verified. However, escalation is not needed since (B)(4) was previously opened for the same lot number and complaint. According to the conclusion of (B)(4) no escalation is required. Based on the manufacturing controls in-place, manufacturing process record (po) review, sealing process parameters, the sterilization cycle documentation review and the jjsv warehouse temperature log review, the reported complaint cannot be confirmed as being related to the cartridge manufacturing process . Possible assignable cause is mother nature and could be related to shipping or transit. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer found various packages from the imtec 30 cartridge series with lot number ch06526 to be bent. In addition to this the sealed packaging edge was opened on some with no resistance when opening them and therefore looked to be non-sterile. The customer thinks that they may have been exposed to heat. According to the assistant, the cartridges themselves were not deformed. No patient involvement was reported. No additional information was provided.